Manufacturer narrative:
(B)(4). Device was manufactured on september 20, 2014-september 22, 2014. The device was received for evaluation. Visual inspection revealed no evidence of particulate matter in the bladder. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter inside the balloon. The device was filled with an unspecified amount of levobupivacaine. There was no patient involvement. No additional information is available.